Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. (B)(4). Visual examination of the returned complaint device revealed the catheter was broken in two different sections; the first one was located at the proximal ro marker; the other section was located at the distal section of the catheter, and both sections of the catheter were returned. Also, the rx channel of the catheter was torn at the distal section of it and some kinks on the sections of the catheter were also found. No issue noted to the inner radio opaque (ro) markers and balloon bonds. Additionally, the device shows signs indicating it was highly manipulated. Functional analysis could not be performed due to the condition of the device. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the technique used by the customer during the procedure, the interaction between the balloon and the patient anatomy, and/or the amount of strength applied to the device during the advance/removal of it. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the duodenal in front of the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst while retrieving it through the scope. The procedure was completed with another extractor pro rx retrieval balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the catheter was broken in two different sections; therefore, this is now an MDR reportable event.